Event description:
Device malfunction: none. Symptoms/ae: hypotension and stroke. Time of symptoms/ae: one day after the procedure. It was reported that two days prior to a left internal carotid artery stenting procedure, the pt experienced syncope while driving, crashed at a slow speed into a tree and was hospitalized for syncope and mental status changes. One day post-procedure, in the early morning hours, the pt was found unresponsive with low blood pressure and right-sided weakness. The pt was treated with heparin, a fluid bolus and neosynephrine. CT of the head was negative. In 2009, CT of the head showed an infarct in the left basal ganglia. The neosynephrine was weaned and the pt was started on midodrine. Three days later, the pt was discharged to a rehabilitation facility on midodrine with status improved. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. There was no rx acculink stent malfunction reported. Hypotension and stroke are known possible adverse events associated with the use of the device as stated in rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.